Event description:
Ous MDR - the implanter had to do a few repositionings within the rv apex, but the helix retract/extended well under fluoro at all times. Final apical position had excellent sensing of 19 mv. However, at post-op check, the sensing dropped down to 5 mv and 3 hours post-op, the sensing became worse at 3.2 mv. Rv thresholds are lead impedances were normal. A chest x-ray did not show any dislodgements. The pt was brought back into the operating room and the lead was tested again intra-operatively. The implanter first did a visual inspection of the header; all terminal pins were through each header block. A tug test was also done for all terminal pins and each were secured tightly within the header. The is-1 terminal pin was removed from the header and tested. R-waves were in the 3 mv range. The lead was then repositioned in various rv apical sites. At all locations, the r-wave measurements would initially be high (10+ mv), but then drop >7 mv in less than a 5 minute duration. The helix retracted /extended well at all repositionings. Current of injury was good at all locations. Eventually, the lead was explanted. The helix was tested (retracted and extended) outside of the body for testing and it performed normally (less than 20 rotations).

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. As a next step the lead was destructively analyzed and coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. Furthermore, the programmer printouts as well as the x-rays provided for analysis were investigated. During the analysis of the x-rays, no peculiarities with regard to the lead position were observed. The analysis of the programmer printouts confirmed the clinical observation. A decrease in the r-wave measurement and impedance was noted. Based on the analysis results it is assumed that a micro-dislodgment might contributed to the clinical event. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.